Event description:
Patient reported that out of the new cassette batch we sent last time, one of the days around 1 in the morning, pump started to beep saying "no disposable pump won't run". She took the cassette out and put it back after cleaning, it didn't work so she switched pumps and still did not work. Cassette lot number and expiration date information was not provided. Patient ended up making a new cassette to continue her infusion. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not known. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? - no. Did we replace the cassette? No, pt. Had other at home. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, pt. Used a new cassette, resolved. Yes, ongoing? No. Reported to (B)(6) by: patient caregiver.